Manufacturer narrative:
Result of investigation: the devices (tc201- image1 s connect ii, sn: (B)(6) tc304 - image1 s 4u-link, sn: (B)(6)) were sent to the manufacturer for inspection. During the manufacturer's technical inspection of the tc201, the error description provided by the customer, "no image" could be confirmed. The most probable root cause is a component failure on the circuit board. The tc304 was fund functioning as designed with no issues and is therefore not the device causing the issue. The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The device in question was returned to the manufacturer. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported "no picture at all outputs". No negative impact in state of health reported. Cross reference MDR: 9610617-2025-01680.